Event description:
Patient was revised to address disassociation of the liner from the cup. A screw also broke during the attempt to remove it.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the liner's provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 3/4/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated black debris from the head riding on the cup, disassociation, and the screw head was worn down due to the head riding on it. It was noted reported to be broken. The part/lot is being updated for the cup. The complaint was updated on: 3/16/2016.

Manufacturer narrative:
Update 03/04/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated black debris from the head riding on the cup, disassociation, and the screw head was worn down due to the head riding on it. It was noted reported to be broken. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.